Event description:
It was reported the patient felt the device was taking longer to recharge than it used to. It was also stated the patient had their device revised three times in the past. No details of the revisions were reported. Troubleshooting was suggested, but no patient outcome was reported.

Manufacturer narrative:
(B)(4).